Event description:
Boston scientific received information that this device exhibited a fault code during shock delivery which indicates the device had a charge time out meaning the device was charging but unable to complete the full charge to deliver a shock. The patient is critically ill and the device is at end of life (eol). A replacement has been planned but will wait due to the patient's condition. The patient received multiple shocks in the past few days so defibrillation therapy was turned off to conserve the battery. Additional information was received that the device was explanted for normal battery depletion. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.